Event description:
On 3/21/2022, it was reported by a sales representative via email that (2) ar-1318ft corkscrew suture anchors broke in half inside the patient's joint. All broken fragments were retrieved and two more ar-1318ft corkscrew suture anchors were opened; however, both of the anchors fell off the inserter and could not be reloaded back on the inserter shaft. Surgeon opened a fifth ar-1318ft corkscrew suture anchor to complete the case. This was discovered during a flexor tendon repair on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
As the anchors were not returned, the complaint cannot be confirmed. However, additional failure modes were identified. The anchors/suture were not returned for investigation. Upon visual evaluation it was noted that the tip on one driver had broken. The broken fragment was not returned for investigation. On the second driver it was noted that the tip was twisted. The diameter of each shaft prior to the breakage site was measured and found to be within the specifications listed in drawing c0764. The cause remains undetermined, however a probable cause can be attributed to prying/leveraging the anchor during insertion.